Event description:
The customer reported via phone call that he had air bubbles in the reservoir. The customer does not recall how air bubbles formed in the reservoir and states that the pump was not rewound with the reservoir in place. Advised the customer disconnect and deliver a fixed prime until the air bubbles are no longer visible in the reservoir. The customer states the insulin was not stored at room temperature. The customer was informed that insulin should be stored at room temperature to prevent gassing out when in warms in the pump. Customer does not recall the blood glucose level at the time of the incident.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.